Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv check valve leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063198. It was reported that the back check valve is leaking. Customer response (B)(6) 2020: are you able to provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No adverse event.

Event description:
It was reported that as lvp 20d dehp 3ss cv check valve leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063198 it was reported that the back check valve is leaking. Customer response 15-sep-2020: are you able to provide the date(s) for the reported failure? (B)(6) 2020 ¿ was there any adverse event(s) as a result of the reported defect? No adverse event.

Manufacturer narrative:
A video was returned by the customer, but no sample was provided due to contamination. The customer report that the back check valve is leaking can be verified due to the video provided. The root cause of this failure was not identified as no product was returned. A device history record review for model 2426-0500 lot number 20063198 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 09jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.